Event description:
A malfunction was reported on the pump while the patient was administering a bolus. This did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating it was within a normal range. Technical support assisted the caller in resetting the pump, and the malfunction did not recur thereafter, allowing the customer to continue using the pump.